Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest deviceas well as the blue defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under one of the rear therapy electrodes. The patient's physician prescribed cortisone cream. Follow up indicates that the rash was improving.